Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have received 3 inappropriate shocks for atrial fibrillation (af) with rapid ventricular response that the device detected as ventricular fibrillation (vf). Follow up confirmed that the 3 shocks were inappropriate. The device was re-programmed, and a cardioversion was performed for the af. The device remains in use. No further patient complications have been reported as a result of this event